Event description:
It was reported that the patient is in a research program and uses a dbs implant with an intellis controller. A couple weeks ago, they started a new program at the research facility where they had the patient hook up to a tablet to collect data. The patient described the process: they use a blue strap and then put a medtronic white and navy blue thing over the implant battery and then they hook up to a computer tablet and go into a program there and the patient has an apple watch and the apple watch keeps up with how much time the system had been looping through the electrodes in the brain to keep everything normal. The patient said that if they had a problem, the system will set up to automatically make it better. This was the goal of the whole research. The patient stated they do this for hours a day and this made them have to really watch their internal dbs battery to make sure it kept charged up because ever since the program a couple weeks ago, the dbs implanted battery started depleting faster. They also mentioned that the dbs battery seemed to be charging up more slowly. During this time, the charging had stopped twice but the patient was able to restart charging by pressing the button. The implant battery was currently at 80%. The patient stated they were the first in the world to test out this capability. They will be reaching out to the nurse practitioner that works with the study to let them know about this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.